Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss. Also noted: "cover screw was placed at time of implant placement. After 4 months of healing 2nd stage performed. Implant had progressive bone loss and was not integrated."